Event description:
Event description guidant received information that this pacemaker, which had been lost to follow-up for four years, declared elevctive replacement time during an interrogation check. During pre-procedural prep for the device replacement eleven days later, the patient had an intrinsic rate of 36-38bpm, shortness of breath and fatigue. The device was interrogated successfully, however had no output. The patient's blood pressure was stable and remained within normal limits. This device, which is part of an advisory regarding the hermetic seal component, was then explanted and successfully replaced with a new device without any additional adverse patient effects.